Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white detergent solution in auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The product analysis did not confirm the user allegation no flicker found during image inspection. The product analysis confirmed dry aux channel has a white detergent solution. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint was not confirmed. The most probable cause of the complaint is d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.